Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-36183.

Event description:
During an outreach the customer stated that her insulin pump stopped working unexpectedly. The insulin pump and sensor were not communicating properly. Customer stated that she was receiving intermittent calibration error, incorrect readings and the sensor only last 4 days. Customer stated that the insulin pump was predicting low blood glucose of 40 mg/dl and went into threshold suspend. Customer stated that her blood glucose was 219 mg/dl. Nothing further was reported.